Manufacturer narrative:
E1/facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had no image. The issue occurred during service/maintenance. There were no reports of patient involvement.

Event description:
It was reported the bronchofibervideoscope had no image. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. There was no record that the device was returned to olympus for inspection. As there was no record indicating that the repair department conducted appearance/functional inspection, the phenomenon reported from the customer was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.